Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient said it was taking a long time to charge the implant. The patient said it took 45min to 1 hour to charge the ins from 10% to full and it used to charge very quickly. The patient said they also had a hard time connecting to the ins using the communicator. The patient said it took 7-8 tries to connect to the ins. The patient mentioned they had not had any falls, trauma, or change in activity. The patient also mentioned the therapy didn't seem to be as effective. The patient had to go to the bathroom more frequently than they used to. The patient said they were getting the max settings message on multiple programs at 0.3. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Event date: several months at least.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the reason for slow recharging/connection difficulty/cause of max settings message all were unknown and not resolved. The patient noted that they have an appointment to meet a company representative at the doctor's office on (B)(6) 2026.